Event description:
It was reported that during a video-assisted thoracic surgery, the device delivered malformed staples. Consequently the procedure was converted to open. The procedure was completed with sutures. There were no add'l pt consequences.